Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed that there was a bad sensor on the volume cylinder. To resolve the issue, the stm replaced the volume cylinder, calibrated autofill, performed leak tests and verified that the unit was properly calibrated. In addition, the stm performed more than fifty (50) autofills with a test balloon and trainer and the iabp unit passed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. Full name of initial reporter which was abbreviated due to field character limitation: (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) generated an "autofill failure." There was no patient harm and no adverse event was reported.